Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residues on the air/water channel, a noisy image, and an error (e216) scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the noisy image and scope communication error (e216) were most probably traced to a component failure, and for the presence of white residue in the air/water channel, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.